Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was outside of clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the system will not reboot. Review of system log file could not confirm the malfunction. Upon troubleshooting, it was found that there was power button issue on os drive of host pc. The philips engineer replaced host pc, restored the system, updated the license. The defective host pc was returned for further analysis to the philips. The analysis confirmed the malfunction, and it identified that the host pc failed lan1 test. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not reboot or fully turn on. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the host-pc. The device was returned to expected functionality.